Event description:
The customer stated that they have observed initial falsely elevated magnesium results on patients (~15) that when retested the results are normal. On (B)(6) 2013 patient ((B)(6)) results were: 4.925 / repeat 1.992 meq/l. The customer's normal range for magnesium is 1.3-2.1 meq/l. The customer stated that all qc was within acceptable limits during this testing. There was no reported impact to patient management. No additional patient information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.